Event description:
According to the complainant, micro bubbles were observed in the streamline bloodline set. No patient complications were reported as a result of this event.

Manufacturer narrative:
The report has been identified as b. Braun medical international report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.